Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump has audio issues. The customer¿s blood glucose during the incident was 7.9 mmol/l. Troubleshooting was performed and audio issue was confirmed during the call. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Hardware low level failures was present in the insulin pump trace download and hardware low level failures alarmed during self test due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures.